Event description:
The customer biomedical engineer (biomed) reported they were unable to see pop up alarms for three beds in the unit. A philips remote service engineer (rse) spoke to the biomed and verified the beds are assigned to the care group. The rse recommended rebooting the ci service master and alarm reflection service master, which previously resolved the issue. The customer said they would go through and rebooted them. The customer called back and reported the issue was back and requested onsite support. The device was in clinical use at the time the issue was discovered; no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips remote service engineer (rse), spoke to the customer and recommended the customer to reboot the ci service master and alarm reflection service master. Which had previously resolved the issue. The customer called back, and advised that this did not resolve the issue. The customer was transferred to a clinical specialist, who verified, the beds were assigned to the caregroup. The customer called back, and reported the issue was back and requested onsite support. A philips field service engineer (fse) went onsite and gathered information and worked with the staff. Two bedside monitors were set up to view each other using "other patient" sub windows. The fse, then triggered alerts on both monitors and observed the alerts. The visual alerts would appear, as expected, but the audio alert would not always sound. The case was escalated. The rse advised, the customer to enter the pic ix sv system config, alarm notification pop-up. And found, that they were configured on, but the alarm roles were not configured correctly. The rse provided steps on how to configure the alarm roles caregroup overview role setting, for red alarm pop-ups (no green bars assigned). The philips national support specialist (nss) group was able to reconfigure the alerts. The system was then tested by the biomedical engineer and was functioning as desired. Based on the information available and the testing conducted, the cause of the reported problem was the configuration. The reported problem was confirmed. The investigation concludes, that no further action is required at this time.